Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2017. The event was manifested by abdominal pain and cloudy effluent. In the same month as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. At the end of the same month, peritoneal dialysis (pd) therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. Ten days (also reported as ¿at the end of¿ the month) after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering and continues with hemodialysis treatment. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis, reported as a peritoneal dialysis infection. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug for the event. On an unreported date, dianeal therapy was withdrawn during treatment. At the time of this report the patient was recovered from the event. No additional information is available.